Event description:
It was reported, the patient was without stimulation and has not recharged her ipg in two years due to a lost charging system. Surgical intervention was undertaken to explant the patient's entire therapy system. No replacement products were implanted as the patient requires an MRI. The exact date the patient lost stimulation is unknown.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Recall: 1627487-12192011-003-r. 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).